Event description:
It was reported that the nurse stated they have been receiving low flow alert in an arctic sun device. Tried disconnecting and reconnecting but no improvement. Water flow rate (wfr) was 0 l/m, patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 6.3c, water flow rate (wfr) was 0 l/m. Walked through stop therapy and empty pads. Disconnected and placed device in manual control at 5c. System diagnostics showed that the outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.6c, inlet temperature (t3) was 7.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 68 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4828.2 and pump hours were 4108.2. Reconnected pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.4c, inlet temperature (t3) was 15.1c, chiller temperature (t4) was 10.2c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through stop therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.9 l/m. Advised to call back with any alerts/alarms or questions.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water flow rate (wfr) was 0 l/m, patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 6.3c, water flow rate (wfr) was 0 l/m. Walked through stop therapy and empty pads. Disconnected and placed device in manual control at 5c. System diagnostics showed that the outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.6c, inlet temperature (t3) was 7.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 68 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4828.2 and pump hours were 4108.2. Reconnected pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.4c, inlet temperature (t3) was 15.1c, chiller temperature (t4) was 10.2c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through stop therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.9 l/m. Advised to call back with any alerts/alarms or questions. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been receiving low flow alert in an arctic sun device. Tried disconnecting and reconnecting but no improvement. Water flow rate (wfr) was 0 l/m, patient temperature (pt) was 37.5c, targeted temperature (tt) was 36c, water temperature (wt) was 6.3c, water flow rate (wfr) was 0 l/m. Walked through stop therapy and empty pads. Disconnected and placed device in manual control at 5c. System diagnostics showed that the outlet monitor temperature (t1) was 6.8c, outlet control temperature (t2) was 6.6c, inlet temperature (t3) was 7.4c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 68 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4828.2 and pump hours were 4108.2. Reconnected pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 15.8c, outlet control temperature (t2) was 15.4c, inlet temperature (t3) was 15.1c, chiller temperature (t4) was 10.2c, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through stop therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.9 l/m. Advised to call back with any alerts/alarms or questions.